Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Field service];[failed preventative maintenance due to a dim segment on the upper right most display block. No patient involvement - observed during routine preventative maintenance]. There was no reported patient involvement.